Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging high inspiratory pressure on a trilogy evo device. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging high inspiratory pressure on a trilogy evo device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the high inspiratory pressure could not be confirmed. The device error log did not show any record of failure for the device. Visual inspection and final testing did not find any issues with the device. It is suspected that a temporary failure of the pressure sensor and flow sensor may have caused the high inspiratory pressure alarm. The device's main board and flow sensor were replaced as preventative measure to prevent recurrence.